Event description:
There is an allegation of questionable hiv results with the cobas® mpx - 480t with an external control panel sample using the cobas 6800 analyzer. The external control panel is expected to be hiv positive. The initial result was non-reactive. The repeat result was reactive for hiv.

Manufacturer narrative:
The serial number of the analyzer is (B)(6). The investigation is ongoing.